Manufacturer narrative:
Investigation findings: the bur was received for evaluation and the reported problem of debris was not confirmed. An examination of this packaging found a weak seal at the vendor chevron, which does not meet our packaging specification. Further investigation did find the packaging sealed and there was no breach in the sterility of this product.

Event description:
It was reported that the packaging of this sterile product has an irregularity. There was no injury or surgical delay associated with this event.